Event description:
It was reported that there was a revision done because of a broken lead and battery depletion. The reporter stated that the patient was not sure when the lead broke. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v338572, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).